Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise with no reported consequences to the patient. The healthcare provider opted to continue to monitor the lead.

Event description:
New information received stated that there was a re-occurrence of right ventricular lead noise noted on oct. 14, 2019. There were no adverse consequences to the patient.